Event description:
A customer reported a malfunction alarm with the code malf 0. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.